Event description:
Reportable based on analysis completed on (B)(6) 2012. Was reported that during a stenting treatment procedure, the device was unable to cross the previously placed stents. A 3.0x15mm non bsc stent along with a 3.0x12mm promus element plus stent were implanted in the moderately calcified and moderately tortuous right coronary artery (rca). Post dilation was performed and then a 3.00x12mm promus element stent delivery system (sds) was advanced to treat a distal lesion; however, the device was unable to cross the previously placed stents. The device was removed from the patient and the procedure was ended. No patient complications were reported and the patient's current condition is stable. However, the returned product revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. A visual and microscopic examination identified proximal stent damage. The struts on the 1st and 2nd rows from the proximal end of the stent were raised and misaligned. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications, the most probable root cause is caused by other device. The stent became damaged as the stent was unable to be passed through two previously placed stent. (B)(4).